Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. According to fse the customer gives the wrong notice, the problem is in the support of the pneumatic unit that belongs to the transport cart. The pneumatic unit support was repaired, perform functional tests and pass preliminary control. No more information was available. No device logs were received and no parts were returned for investigation. The root cause for he reported problem could not be determined.

Event description:
It was reported that the ventilator had incorrect ventilation. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).